Manufacturer narrative:
Device received with missing segments/partial display due to moisture damage on the electronic and motor assemblies. Unable to perform the displacement test and self test due to missing segments/partial display. Device received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Device received was tested using a test battery cap.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose value was 110 mg/dl. Customer stated that no report of insulin pump screen flashing when screen was turned on after being in sleep mode. Customer stated battery acid was exposed to fluid. Customer stated battery cap was damaged. Customer was advised the insulin pump will need to be replaced and was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.